Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for cervical radiculopathy. The patient reported that their implantable neurostimulator (ins) was removed 2 years ago because the ¿neck¿ was deteriorating their spinal cord. They added that it was pressing against the spinal column with the wire in between. No further complications were reported or anticipated.